Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the initial phase of a robotic laparoscopic rectopexy, the bipolar fenestrated grasper (bfg) was not delivering energy when the surgeon began opening the tissues. The surgeon was asked to grasp a larger amount of tissue, but the issue persisted. The bfg was then tested on different tissue, with no change in performance. The bedside assistant removed the bfg, disconnected it, inspected the jaws, and attempted to clean them. The bfg was then reconnected, but no energy was delivered. Energy activation was attempted approximately six times without success. The bipolar cable was replaced with another cable, but the issue remained. The ft10 energy setting was increased from 30 w to 40 w, with no effect. The issue was finally resolved after replacing the bfg and connecting the new one to the same arm cart assembly and sterile interface module that were used with the original bfg. The defective bfg showed 85% use life remaining before it was replaced. There was a delay of approximately 10 minutes. There was no patient injury.